Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 497 mg/dl. The customer also reported other blood glucose values such as 150 mg/dl, 140 mg/dl, 200-220 mg/dl and 300 mg/dl. The customer treated for high blood glucose with manual injection. The customer was reported that the insulin pump had screen gone off, battery cap hard to open and no delivery alarm. The customer was not assisted with troubleshooting. The insulin pump will not be returned for analysis.